Event description:
It was reported that a user of the ilet bionic pancreas experienced both low and high blood glucose episodes surrounding meals, with the user reporting a morning low followed by a subsequent high after a breakfast announcement and a later intent to announce and eat lunch; the event involved oral glucose intake for treatment and user-reported activity upon waking that coincided with glucose variability. Symptoms included hypoglycemia and hyperglycemia. Outcomes included transient impact with self-management and no hospitalization. Investigation included troubleshooting and education with review of reported glucose trends and meal announcement timing, and counseling to discuss meal announcement timing with clinical support. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a plausible contribution from interrupted carbohydrate intake after an initial meal announcement and physical activity around the time of insulin delivery. It was concluded that device function could not be implicated based on available information and that user education on meal announcement timing was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.